Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic adrenalectomy procedure, the device malfunctioned near the beginning of use. It was noted that the teflon pad had peeled away from the grasping section. The intended procedure was completed with another device. There was no patient injury reported.